Event description:
A 2.5 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an lad lesion. The vessel morphology was reported to be moderately tortuous and severely calcified with 90% stenosis. It is unk if the lesion was predilated. The physician was experiencing resistance and had to use excessive force. It was reported that during the use of excessive force that the endeavor delivery system broke. The device was successfully removed. The case was completed with another endeavor drug-eluting stent of the same size. The pt is fine.

Manufacturer narrative:
Eval: results - moderately tortuous and severely calcified with 90% stenosis.